Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated blood glucose (bg) levels (300 mg/dl). Reportedly, customer lowered the pump basal rate without guidance from their health care professional and stated the basal rate needed to be changed back. Tandem technical support guided the customer through adjusting pump basal rate. Customer delivered a bolus to bring bg levels to target range.